Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device availability- additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes ¿ additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "I have a new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "session ended" message was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a "I have a new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.